Event description:
This is an international report of a homechoice (hc) that sounded a system error 2240 alarm during dwell 3/4. The patient was connected to the machine. The technical service representative (tsr) explained the alarms to the home patient (hp). The hp stated that the set up appears to be normal. There were no unused lines or disconnected bags. There was patient involvement but no clinical consequences for the patient were reported.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because the product is unknown at this time. The system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause was not determined. The lot number is unknown; therefore a batch review cannot be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4).